Event description:
Boston scientific rotapro system was in use for the procedure. Per physician the burr stopped moving while in use inside the body. The roto floppy wire (also boston scientific product) that the burr was loaded over in the vessel has a bigger lumen than the burr which allowed the physician to retract the catheter and burr out of the body. It was noted on removal that the burr had detached from the catheter. FDA safety report ID # (B)(4).